Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse evaluated the wash station and confirmed it was functioning properly. Cse replaced reagent probe 1 and calibrated it. System was fully functional upon departure. The cause of discordant results was reagent probe 1 malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant human chorionic gonadotropin (hcg) patient results were obtained on an advia centaur xpt instrument. The initial results were not reported to the physician(s). The same samples were repeated on the same instrument. For sid (B)(6), the same sample was repeated two more times on an alternate advia centaur xpt instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.